Manufacturer narrative:
Product ID 8780, serial# (B)(4) implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type catheter. Analysis found a kink in the catheter body. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the fluid in the pump pocket was serum and not infected. The catheter was returned. The cause of the serum in the pump pocket was unknown. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4) implanted: (B)(6) 2019 explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a healthcare professional (hcp) via a manufacturer representative (rep), regarding a patient receiving lioresal (2,000 mcg/ml, 100 mcg/day) via an implantable pump for intractable spasticity. It was reported the patient had an excess of fluid in the pump and spinal pockets. There was no known environmental, external, or patient factors that may have led or contributed to the event. The hcp was not able to complete a dye study due to the excess fluid. They decided to explore surgically. The hcp was able to aspirate the catheter, but could not see the dye when they performed a dye study. The hcp decided to replace the entire catheter on 2020-jan-10. The issue was resolved at the time of this report. The patient's status was alive - no injury.